Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with scratched lcd window. The insulin pump received with cracked case display window corner, cracked lcd window and broken reservoir tube lip.

Event description:
It was reported that the insulin pump was stuck in rewind loop. The blood glucose reading is 325 mg/dl. Customer treated with bolus. The insulin squirted out of the insulin pump. The drive support disk is protruded. Nothing further reported.